Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) of 2024, three weeks after activation, the wound began to break down, resulting in partial implant exposure. Under general anesthesia, the wound was cleaned, re_explored, and a temporoparietal fascia (tpf) flap was performed. In (B)(6) 2025, the user presented with swelling. The user declined aspiration of the fluid procedure and user was then lost to follow_up for four months. The user returned in (B)(6) 2025 with discharge from a partially dehiscent wound. A pus sample for culture and sensitivity was collected. The wound was irrigated with saline and antibiotics and subsequently sutured. This procedure was performed twice.